Manufacturer narrative:
No button error alarm noted. The down arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratched display window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's daughter reported via phone call that the insulin pump alarmed button error. She removed the battery but the insulin pump was unresponsive. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.